Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. The audible alarm speaker was found to be defective. This is being monitored for trends.

Event description:
The reporter stated that the unit had a "bad speaker". There was no known pt injury or treatment associated with this event.